Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having driveline power fault alarms with no visible damage to cables. Log files were submitted. The log files captured driveline power faults (power b) starting from the beginning of the data capture and continued for the remainder of the log file. The log files also captured low flow events with flow noted as low as 2.3 liters per minute (lpm). It was later communicated that the system controller and modular cable was exchanged. The driveline power fault alarm continued after the exchange. 25 power cable disconnects were performed and alarms did not resolve. Possible damage was noted on the driveline cable on the patient side and a split bend relief. Images and additional log files and were submitted. The event log files showed the return of the driveline power fault alarms after the modular cable and system controller exchange. The modular cable photo showed no debris or corrosion. It was later communicated on (B)(6) 2026 that pump side connection pictures and driveline x-rays were provided. The x-ray images were unremarkable but the pump side connector had some obvious surface corrosion. It was later communicated on (B)(6) 2026 that the patient low flowed overnight. The patient was found unconscious without pulse or respirations. The patient became responsive after 3 compressions. The patient had stroke-like symptoms immediately after and computerized tomography (CT) imaging showed no acute changes. The patient had returned to baseline. Additional log files were sent for review. The log files captured low flow events on 21may2026 between 4:28:44 & 4:29:26. A pump cable connector cleaning was scheduled. Technical services performed a pump-end connector cleaning on (B)(6) 2026 and noted obvious surface corrosion was present. No further driveline power faults occurred post cleaning.